Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was meant by misfired? The blade seems to have gotten into the channel of the reload. Many staples did not form and part of the green plastic was cut. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Some. If yes, was the staple line complete? Appears that the innermost staple line completed. Did the device cut? Yes. If yes, was the cut line complete? Yes. Were any of the forces higher or lower than expected (closing or opening)? Seemed a little thick the analysis found that one long60a device was returned in good visual condition and with an ecr60g reload present. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photo evidence of the subject long60a with a green cartridge, unformed/non-deployed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a gastric sleeve procedure, the surgeon had a reload misfire on the second firing using a green reload with seam guard with the device. Another like device was used and the impacted area was over sewn. The surgeon had to over sew the misfire area and he chose to spray the area with tisseel. There were no patient consequences.